Event description:
It was reported that the consumer received an inadequate dose of insulin with the bd ultra fine¿ mini pen needle. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "spouse reported, his wife's number have been above 300... Stated, the doctor increased wife's dosage for insulin but that did not change anything, number were still high"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer received an inadequate dose of insulin with the bd ultra fine¿ mini pen needle. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "spouse reported, his wife's number have been above 300... Stated, the doctor increased wife's dosage for insulin but that did not change anything, number were still high".